Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow-up MDR.

Event description:
Invalid result(s). We got a call from a customer that is having an issue with a flowflex covid 19 antigen test kit. The customer purchased 4 kits within the last year, so this is an out of box issue. When the customer performed the test correctly, the customer got no results next to the c-line or the t-line on all 4 test cassettes. The patient was not impacted due to this issue. The customer has thrown away all the test cassettes and boxes and cannot provide any information on the kit. I advised the customer that I would forward the information to the complaint team for review. The customer will await an email back from acon labs.